Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that ¿it hurts¿ when the implantable cardioverter defibrillator (ICD) alerts, it was later found that the alerts were for unsuccessful wireless transmissions. Additionally, it was found that the ICD had inappropriately withheld therapy which was detected as supra ventricular tachycardia (svt), but was suspected to be ventricular fibrillation (vf). Additionally, it was found that the right atrial (ra) lead had suspected far field r-wave (ffrw) oversensing causing the misclassification of episodes, high ra threshold, variable ra thresholds (consistent with historic measurements), and chronically low r-waves. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that ¿it hurts¿ when the implantable cardioverter defibrillator (ICD) alerts, it was later found that the alerts were for unsuccessful wireless transmissions. Additionally, it was found that the ICD had inappropriately withheld therapy which was detected as supra ventricular tachycardia (svt), but was suspected to be ventricular tachycardia (vt)/ ventricular fibrillation (vf). Additionally, it was found that the right atrial (ra) lead had suspected far field r-wave (ffrw) oversensing causing the misclassification of episodes, high ra threshold, variable ra thresholds (consistent with historic measurements), and chronically low r-waves. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.